Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the emergency room after experiencing a syncopal episode along with shocks. Interrogation of the crt-d showed a high out of range shock impedance measurement of greater than 125 ohms. Code 1005 was also declared by the device which is indicative from a high shock impedance during the delivery of a high voltage shock. All the shocks the patient had received were ineffective at converting their ventricular fibrillation. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.